Manufacturer narrative:
Follow-up #1: date of submission 11/06/2015. Device evaluation: the device has been returned and evaluated by product analysis on 10/26/2015 with the following findings: during investigation, the original complaint was unable to be duplicated. The keypad was intact and all the buttons were responsive to user presses. The keypad was removed and there was no contamination found under the contacts. Unrelated to the original complaint, there was visible rust inside the battery compartment. A leak test was performed and failed indicating a battery compartment leak. The pump was opened and there was evidence of moisture found on the motor flex. The keypad flex was found to be fully seated in the connector with the latch closed. Additionally, the battery compartment was observed to be cracked at the threads to the left of the bumper traveling down towards the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up, down and ok buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.